Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had the spinal cord stimulator since 2005, noting that there was a battery replacement in 2008, and that the leads were not working, except for two, due to ¿wear and tear¿ per the manufacturer representative (rep) and the age of the system. The patient was reprogrammed for the remaining two leads on (B)(6) 2017 until the system could be replaced. The hcp reported that only two leads were working, which was believed to be referring to two of the electrodes on the lead. The patient had been referred to an orthopedic surgeon for a possible lead replacement. It was noted that the system was also at end of battery life. The consultation was scheduled for (B)(6) 2017.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# v121145, implanted: (B)(6) 2008, product type: lead. All information from MDR#3004209178-2017-15208 has been added to this report and any further information regarding MDR 30 04209178-2017-15208 that is received will be sent in a supplemental report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported was she tying her shoes and experienced "waves of charging" that also occurs when she turns her head a certain way. The patient said her whole left side of head is vibrating as well as the right side, even though the right side is turned off. The patient also said sometimes she can't turn off her stimulation and clarified it takes her a couple times of pushing the button to connect to her implant but she is eventually able to. The patient mentioned that when she does shut it off, it is "instantaneous pain.¿ the patient said she has had no programming changes recently. The patient further reported she was involved in an accident with a truck and her neck hurt "real bad" from it. The date of the accident given was (B)(6) 2017. The patient was redirected to follow up with their healthcare provider to discuss symptoms and have device checked. No further complications were reported. The indication for implant was complex reg pain syndrome type I. Additional information was received from a consumer on 2017-08-08 reporting that the patient had seen the health care professional (hcp) and manufacturer representative on 2017-07-20 to have the system checked. The manufacturer representative told the hcp that only 2 of their 2 components were functioning and that the patient needed new equipment. Since the system kept turning off, they also needed a new battery. It was reported that the patient avoided the auto accident but they ¿tensed up¿ for the possible impact. On (B)(6) 2017, the patient was treated for neck spasms with trigger point injections which helped. The patient was scheduled to see their hcp on 2018-0-08 to talk about a new interstym. It was noted that the patient ¿could not live without this¿ and that it had worked for them. No further complications were reported.

Manufacturer narrative:
The main component of the system other applicable components are: product ID: 37744, serial#: (B)(4), product type: programmer, patient. Product ID: 3998, lot#: v121145, implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type 1. It was reported that the patient had seen a 006, stuck key, error code. When the representative followed up they did not see the error code. The patient also mentioned that they felt a change of therapy and pain and that stimulation felt like it was shutting off on her. The representative checked impedances and found that only two contacts were working. The other two electrodes in use were out of range. The representative was able to program the two working contacts for good coverage. The representative stated they were going to inform a healthcare professional for a possible lead revision. No further complications were reported as a result of this event.